Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of an 81.5mm thoracic aneurysm. It was reported approximately 6 years post the index procedure, follow up CT showed a trend toward enlargement of the aneurysm diameter was confirmed. The inner diameter of the stent graft was clearly larger than the implanted size. The cause of the enlargement was undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: vnmf3434c229tj, serial/lot#: (B)(6), ubd: 15-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that stent ring enlargement was observed in the vnmc3434c223tj stent graft, and that this device was associated with the aneurysm enlargement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.